Manufacturer narrative:
Evaluation of the returned pc400 confirmed that the embolization coil was detached from the pusher assembly and revealed that the pusher assembly was kinked and fractured. If the pc400 is advanced against resistance during use, damage such as kink and fracture on the pusher assembly may occur. If the pusher assembly is fractured, the pull wire may retract from the distal tip of the pusher assembly, causing the embolization coil to detach. Further evaluation revealed offset coil winds along the length of the embolization coil. This damage may have occurred during advancement against resistance and during removal of the coil from the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right vertebral artery using a penumbra coil 400 (pc400), a px slim delivery microcatheter (px slim), and a non-penumbra long sheath. During the procedure, the physician experienced resistance while attempting to advance the pc400 through the px slim. The physician then attempted to remove the pc400 and experienced resistance. It was reported that the pc400 became stuck and unintentionally detached. The physician then used a snare device to remove the pc400 from the patient. The physician decided to use smaller diameter coils to continue the procedure and therefore, discontinued use of the px slim. The procedure was completed using non-penumbra coils and a non-penumbra microcatheter. There was no report of an adverse effect to the patient.